Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received in an explant kit, submerged in clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. All leaflets were pliable and appeared intact. All leaflets were in the closed position with slight gaps between the leaflets. All commissures appeared intact. Remnant light tan host growth, fibrin deposits, were observed along the outflow margin of attachments of the leaflets. There was no evidence of distortion or damage to the frame. A small tear, hole, of unknown origin was noted on the valve skirt of frame a cell. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No image files were received for image review. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Pvl is a known potential adverse event listed in the device instructions for use (IFU). Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. In this case, there is no information on the patient's anatomy, so the cause of the under-expansion could not be determined. It is reported that the implanting physician elected to perform the post-implant balloon aortic valvuloplasty (bav) to resolve the pvl that may have been related to the under expansion. Under-expansion of the valve frame, is a known potential adverse event per the device IFU. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but here it appears the dislodged was caused by the physician attempting to remove a non-deflated balloon from the valve without the use of imaging tools. Dislodge events are typically not related to a device malfunction. Asystole, a.k.a. Flatline, represents the cessation of electrical and mechanical activity of the heart. Asystole typically occurs as a deterioration of the initial non-perfusing ventricular rhythms: ventricular fibrillation (v-fib) or pulseless ventricular tachycardia (v-tach). A variety of factors can contribute to the onset of asystole, here the patient was treated via cardiopulmonary resuscitation (CPR) and conversion to a surgical procedure. Vascular injuries such as dissection, are a known potential adverse patient event per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Here, per the physician, the cause of the tear in the ascending aorta was the outflow crowns of the valve, however without imaging of the index procedure, it is not possible to conclusively determine the cause of the dissection. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. Reporting that the post implant balloon aortic valvuloplasty (bav) was performed, due to moderate paravalvular leak (pvl). And constriction on the non-coronary cusp (ncc) side. Per the physician, the cause of the tear in the ascending aorta was the outflow crowns of the valve. It was noted, that a coronary graft was performed, when the surgical valve was placed. Device return information added to d9. Updated patient codes, device codes, and eval code method in h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the physician elected to performed a post implant balloon aortic valvuloplasty (bav) using a non-medtronic (true) balloon. Following the post implant bav, the valve had fully expanded and was well seated within the annulus. The physician removed the balloon from the annulus, without the use of fluoroscopy. The balloon remained attached to the valve, and appear to not be fully deflated, causing the valve to embolize. A second valve was prepped. However at that time, the patient's pressure ceased. Cardiopulmonary resuscitation (CPR) was initiated. The procedure was converted to an open surgical repair. A small tear was discovered in the ascending aorta. During the open repair, the transcatheter valve was explanted. No additional adverse patient effects were reported.